Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: "the device associated with this report was not returned. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The device associated with this report was not returned. Previous complaints received found additional reports of drill bit breakage and bending within the 2274 drill family that were attributed to user error as the likely root cause. It was identified the function and intended use of the drill bits is to create an initial pilot hole in which screws can be placed to affix the acetabular shell to the acetabulum. These drill bits can be either flexible or straight. During the surgical procedure, as described in the surgical technique brochure 061142-050, the drills are attached to a hand-held power drill and using a guide drill, pilot holes are created at the required angle for proper screw placement. The drill bits are manufactured with 455-grade stainless steel. 455-grade stainless steel has been approved for use in surgical procedures but not for the purpose of prolonged in vivo implantation. The pinnacle cups have screw holes for additional fixation using cancellous screws. The location and angles of these screw placements are very critical due to underlying soft tissue and nervous system damage that could result from improper screw placement. These angles can vary up to 34 degrees. These variations in angles and placement could induce eccentric loads on drill bits during use and could become susceptible to failure or breakage. In addition, multiple uses under extreme eccentric loading could result in premature bending or failure of the drill bit. A health hazard evaluation (B)(4) was previously conducted. As part of the health hazard evaluation (B)(4), the fmea#(B)(4) was reviewed, and this hazard/harm was addressed by that fmea. However, with no instrument returned and no more information, no root cause can be determined for this specific instrument. Complaints will be monitored under (B)(4) post market surveillance." Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that when drilling for acetabular screws, the drill bit broke into 2 pieces.